Event description:
It was reported the patient experienced an infection and lumbar wound dehiscence near catheter pathway following a revision. The hcp indicated there was no device failure. The device was removed. No additional symptoms or outcome were reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Other = no known device problem.